Event description:
It was reported that during the surgical procedure, the customer experienced multiple system error codes which could not be overridden. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Based on the system logs, the motor encoder assemblies and potentiometers were replaced. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of october 27, 2006, there have been no reported recurrences of the issue at this hospital.